Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen went blank, however the pump still emitted audible tones and vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:the complaint of a blank screen could not be duplicated on investigation. Evaluation revealed the pump powered on with a functioning display screen. Unrelated to the complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.